Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, pt: 1, inratio: 3.5, lab: 2.4. Date: (B)(6) 2011, pt: 2, inratio: 2.3, lab: 1.99. Pt #1 was on lovenox. Less than a hour between inratio test and lab draw.

Manufacturer narrative:
Investigation pending.